Event description:
The customer reported that the device failed to power up. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no report of pt involvement or adverse pt impact. The local philips service engineer resolved this malfunction by replacing the power supply.